Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 105 to 110 mg/dl. Customer feels terrible but observed symptoms not disclosed. Medical intervention is not required at this time. Exact results not provided but trueresult meter is 80 mg/dl lower than doctor's meter. Back to back blood test performed during call fasting ((B)(6) 2015; 12:39 pm) with results of 193 mg/dl and 201 mg/dl. Verified storage of test strips is within instructed specification since they are kept in living room. Test strip lot MFR's expiration date is 09/25/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting/two hours after meals from meter memory (date/time not set): 229 mg/dl, (B)(6) 2015, 09:08 am, fasting:yes; 57 mg/dl, (B)(6) 2015, 04:43 am, fasting:yes; 69 mg/dl, (B)(6) 2015, 04:51 am, fasting: yes; 66 mg/dl, (B)(6) 2015, 03:36 am, fasting:yes; 53 mg/dl, (B)(6) 2015, 05:51 am, fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 105 to 110mg/dl. Customer feels terrible but observed symptoms not disclosed. Medical intervention is not required at this time. Exact results not provided but trueresult meter is 80mg/dl lower than doctor's meter. Back to back blood test performed during call fasting ((B)(6) 2015; 12:39pm) with results of 193mg/dl and 201mg/dl. Verified storage of test strips is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 09/25/2017 and open vial date is 04/06/2015. Recall test results performed fasting / two hours after meals from meter memory (date/time not set): (B)(6). Adverse event not reported.